Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when inserting the definitive implant using the stem inserter instrument, the screw that holds the implant stable on insertion sheared off and was lodged on the stem. Surgeon was unable to remove safely so has been left in the implant. Attempts have been made and additional information on the reported event is unavailable.